Event description:
It was reported the patient implantable neurostimulator (ins) was malfunctioning. It was noted the patient had an appointment with their healthcare professional on the day of this report. The reporter stated that since implant the bottom two leads have never worked. It was noted the patient had the ins reprogrammed about a year and a half ago. The reporter stated that "one of the channels" was completely dead and the other channel was alternating and the power keeps jumping up and down. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), impl anted: (B)(6) 2010, product type: lead. (B)(4).